Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly during surgery a distinct metallosis without visible metal -to-metal contact was observed; when removing the tibial component the stem remained in the medullary canal of the tibia. A breaking point is visible. Received additional information on 6/15/15: allegedly the cemented stem was broken under connection to the tibial base.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00710, -01384. This event occurred in (B)(6).